Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got off no power alert on insulin pump and low battery. Customer¿s blood glucose level was unknown at the time of the incident. Customer states they did not receive a low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.